Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with pump failure was not confirmed or reproduced during the product evaluation. However, service found fc 814:04 to be the last issue the pump experienced before service, and was reproduced upon start up. The root cause of this condition was assigned to a loose connection between the pump house module printed circuit board and the air in line printed circuit board. The air in line printed circuit board was replugged to correct this condition this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions during manufacturing found.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with pump failure. This condition had the potential to interrupt delivery. This condition was found in the biomed department. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.